Event description:
The customer reported that the cartridge was not fitting properly on the pump due to an o-ring on the pneumatic tap. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to remove the o-ring, clean the area, and attempt to reload the original cartridge. The customer was able to successfully reload the cartridge and resume insulin therapy.